Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable right ventricular (rv) defibrillation lead exhibited an out-of-range shock impedance measurement greater than 125 ohms during shock delivery; it was noted this occurred during a reverse-polarity shock. Impedance measurements returned to within normal range when another reverse-polarity shock was delivered. The patient had presented to the emergency room (ER) with appropriate anti-tachycardia pacing (atp) and shocks. The clinic was advised to schedule follow up with the patient, however the patient has not yet responded to the clinic's request at this time. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to b1: updated event type from product problem to product problem/adverse event. Correction to b2: updated outcome to include hospitalization. Correction to h1: amended report type from malfunction to serious injury due to hospitalization. Correction to h6: updated impact code to include hospitalization/f08. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited an out-of-range shock impedance measurement greater than 125 ohms during shock delivery; it was noted this occurred during a reverse-polarity shock. Impedance measurements returned to within normal range when another reverse-polarity shock was delivered. The patient had presented to the emergency room (ER) with appropriate anti-tachycardia pacing (atp) and shocks. The clinic was advised to schedule follow up with the patient, however the patient has not yet responded to the clinic's request at this time. This ICD and lead remain in service. No adverse patient effects were reported. Additional information received indicated that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead recorded a code 1005 indicative of an open lead condition due to a high out-of-range shock impedance measurement greater than 145 detected during shock delivery. It was noted that the patient had been admitted to the hospital. The patient reported feeling lightheadedness. This ICD and lead remain in service. No additional adverse patient effects were reported.